Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-02454,1627487-2022-02456. It was reported that the patient experienced loss of therapy from one side. During following up with the patient on (B)(6) 2022, diagnostics revealed that there were low impedances. Reprogramming was unable to restore therapy. In turn, surgical intervention took place on (B)(6) 2022. During the procedure it was noted that the extensions were heavily intertwined and one of the extensions was broken. Reportedly, the patient rotated the ipg subcutaneously. As such, the extensions were explanted and replaced and the ipg was repositioned to its correct orientation addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported right side "palpable hardening" of the breast and "capsular contracture baker grade iii-IV." Device has been explanted. Treatment: capsulectomy.